Manufacturer narrative:
The product involved in the reported event was requested however it was not received for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in (B)(6) indicated that the stable chamber filter clogged during the removal of a hard nuclei cataract. The filter was unblocked using a syringe and the procedure was completed. There was no medical intervention and no consequences to the patient.